Event description:
It was reported the device exhibited an upstream alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. An 'upstream occlusion' alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the problem was verified in the event history log. The service history review identified no indication that the complaint was related to a service of the device within the review period.